Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Medwatch report received indicating, "infant's peripherally inserted central catheter (PICC) was leaking for unknown amount of time. Received order to try an over and under PICC to remove initial PICC. PICC dressing removed infant cleaned and draped under sterile conditions. PICC line cut right below heart. Introducer guided through skin and began to pull PICC line out. PICC line snapped and was at insertion site. PICC pulled out easily and introducer again placed over PICC line and began to pull remainder of PICC. PICC snapped again and total of 8 cm obtained. 10cm was where PICC line was cut. Pressure immediately applied to armpit and above site".

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. After three notifications, there have been no samples returned for review for this lot. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If samples are returned at a future date, this complaint may be reopened for further evaluation at that time.